Event description:
A report was made to the covidien representative in (B)(4) that stated the tubus connector get loosen from the tubus shaft in heat, although connector was put in very strong. The tubes were observed also with the cuff pressure measure, but also then the problem occurred. The patient required a non-routine replacement of the tube.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. No analysis or conclusions can be made without the device. Attempts are being made to obtain further information from the reporting source to clarify the alleged failure. If the sample is returned, a failure investigation will be performed. The device in the incident is not distributed in the united states, however the hilo evac is of essentially identical design and is distributed in the united states. The 510k number for the hilo evec is k965132.